Event description:
It was reported during the treatment procedure for embolization for hemorrhagic shock due to bleeding from the inferior mesenteric artery the subject guidewire frayed 9mm from the tip. No clinical consequences were reported to the patient.